Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider called to report a left side rupture. The doctor has confirmed via MRI. The device remains implanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: weight to spec, white particles in the shell, deformation device and crease flat. Cloudy and air voids in the gel observed after autoclave cycle. The device is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.